Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a hardware low level failures and ther motor arm cannot communicate with the main arm error. The customer's blood glucose level was 153 mg/dl. The customer was assisted with the troubleshooting. The insulin pump passed first self test but it failed the second self test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No the motor arm cannot communicate with the main arm alarm during testing. Hardware low level failures alarm confirmed in the insulin pump history due to open trace.